Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured october 29, 2015 ¿ october 30, 2015. The device was received for evaluation with approximately 60 ml of fluid remaining in its bladder. Visual inspection revealed evidence of a leak at the fillport once the fillport cap was removed. Further examination revealed a white particle approximately 0.20 square mm in size under the check band. The particle was identified as acrylic material via ft-ir spectroscopy testing. The reported condition was verified. The cause of the condition was not determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking at the fill port. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.